Manufacturer narrative:
The reported event is confirmed cause unknown. No physical sample was returned, however, photo samples were submitted. Gross visual evaluation noted evaluation of the first photo sample noted a portion broken off the push catheter. The second photo sample showed the tip of the stent separated from the body and visible within the patient's body on a scan. Although an exact root cause could not be determined a potential root cause could be user does not handle with care, bends sharply. The DHR review not required as no lot number was provided. The instructions for use were found adequate and states the following: precautions: avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the pusher of the ureteral stent broke in use during procedure. This had happened 3 times. The pictures shows the lead markings left behind in new repels and where on the pusher the break happened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the pusher of the ureteral stent broke in use during procedure. This had happened 3 times. The pictures shows, the lead markings left behind in new repels, and where on the pusher the break happened.

Event description:
It was reported that the pusher of the ureteral stent broke in use during procedure. This had happened 3 times. The pictures shows the lead markings left behind in new repels and where on the pusher the break happened.

Manufacturer narrative:
The reported event is confirmed cause unknown. No physical sample was returned, however, photo samples were submitted. Visual evaluation of the first photo sample noted a portion broken off the push catheter. The second photo sample shows the patient body on a scan however due to poor image quality further evaluation cannot be completed. Based on first photo sample received product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be user does not handle with care, bends sharply. A DHR review not required as no lot number was provided. The instructions for use were found adequate and state the following: "precautions: -avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. -care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the pusher of the ureteral stent broke in use during procedure. This had happened 3 times. The pictures shows the lead markings left behind in new repels and where on the pusher the break happened.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Although an exact root cause could not be determined a potential root cause could be material selection. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: -avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. -care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.